Manufacturer narrative:
Additional information: cec adjudicated death as a cardiac death. Cec commented "unknown cause of death within one week of index procedure may be bleeding - related, but concern is stent thrombosis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was reported that patient suffered cardiogenic/hemorrhagic shock, one day post procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The index procedure was prompted by positive stress test. During the index procedure, the circumflex was treated with one resolute onyx stent. Approximately 5 days post index procedure, the patient died. It was reported that the death was associated with a bleeding event. The investigator assessed the event as not related to the index device or anti-platelet medication. Safety assessed the event as possibly related to the index device and anti-platelet medication.